Manufacturer narrative:
H4. Device MFR date, unknown. The suspected pump was returned for evaluation. The event log/ alarm history and 12-month service history review were performed. The customer¿s allegation was confirmed during the review of the alarm history. The cause of the issue was determined to be an optocoupler that was not fastened to the top case during manufacturing. The optocoupler was replaced and properly installed. The pump was recalibrated and tested, successfully passing all performance verification tests.

Event description:
It was reported that the medfusion 4000 syringe infusion pump failed during implementation. The pump did not recognize the syringe flange as being engaged once inserted. The issue was identified as an out-of-box failure. There was no patient involvement or harm.